Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent touch screen response. There was no patient involvement.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The touchscreen was replaced to address the alleged issue. The unit was repaired and was in working condition for patient use. The user interface was returned for failure investigation. There were no signs of damage or contamination found. All wiring, cable harnesses, and connectors are routed correctly and secure in the user interface. The user interface (gui) was tested and no failures were identified.